Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received multiple motor errors and insulin pump would heavily squirt insulin during priming. The customer¿s blood glucose level was unknown. The customer stated that there was crack where the reservoir went in, the insulin pump clock would lose time and would be up 15 mins off and battery life is diminished. The insulin pump will not be returned for analysis.